Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl. Customer's current blood glucose value was 162 mg/dl. Insulin flow blocked alarm was also reported with 3 different infusion sets. It was reported that the customer experienced discomfort and noticed a lump at the infusion set site. The alarm was resolved by a complete set change. Customer declined to troubleshoot for their blood glucose levels. The reservoir will not be returned for analysis.